Event description:
It was reported that upon boot-up the programmer generated an error message. It was further reported that the electrocardiogram cable port had positional noise. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Serious error when the programmer was booted up. Screws missing in keyboard. Display overheating. Diskette shield was removed from the disk drive. The shield spring could not be located in the disk drive.